Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) inspected the system remotely and found that x-ray is blocking. The review of the log file shows malfunctioning frontal ip-pc. Malfunction can be confirmed; however, the root cause of the reported issue cannot be confirmed. Rse connected with the customer and reconstructed the database (database consistency check failed. The image storage was recreated). After this procedure, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the device's x-rays were blocked. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.